Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
This lead was returned in two segments to boston scientific. Upon receipt at our post-market quality assurance laboratory initial analysis was conducted performing an x-ray revealed that the lead was fractured approximately 41 cm from distal tip. Further detailed analysis is currently being conducted to determine root cause and this report will be updated once that analysis is concluded.

Manufacturer narrative:
Additional analysis found the following observation which were consistent with the initial testing that was performed. The lead was returned in two segments severed at about 180 mm. The rate-sense (rs) coil wires were fractured at 410 mm from the distal tip, but only the distal side of the fracture was found indicating that a portion of the coil was not returned. Fatigue was observed on all three of the fractured wires and some overload was observed on one fracture. A titanium rich inclusion was detected at the origin of one wire. The inclusion is likely composed of titanium carbo-nitrides from the mp35n manufacturing process.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had experienced an episode of ventricular tachycardia (vt) resulting in the delivery of anti-tachycardia pacing (atp). Noise was observed on the rate/sense and shock electrogram (egm) following therapy delivery. It was noted that the patient had been lifting something heavy at the time the noise occurred. No inappropriate therapy was delivered. Impedance and other measurements were within normal range. An elected lead revision was performed during which a fracture was found near the suture sleeve portion of the lead. The lead was removed using laser extraction. There were no adverse additional adverse patient effects reported.